Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse also reported that there was a black dot. The customer's blood glucose was 79 mg/dl and went up to 553 mg/dl at the time of incident. The customer's spouse stated that they treated her wife's high blood glucose with glucagon shots. The customer's spouse was assisted in clearing the check settings alarm. The customer's spouse declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.